Manufacturer narrative:
This device is reported at this time based on additional information received which indicated this device was used in a procedure which ended in the need for retreatment, indicating a serious injury. There was no reported malfunction of the marksman catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right carotid artery cavernous segment with a max diameter of 6.6mm and a 4.5mm neck diameter. The landing zone was 3.9mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure showed normal without any complications. It was reported that the procedure was performed for a correction of an already implanted pipeline that was remodeled and the neck of the aneurysm was partly uncovered. A stent of the same size (5x20) was chosen. The stent did not open in the entire portion, from the distal part to the no return mark/repositioning post. It was noted that all the indicated maneuvers were done, but none of them were successful. The doctor was not sure that the stent would open and they requested a replacement. The middle section of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms, injury, or complications were associated with the failure to open. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The failure to open did not lead to or extend patient hospitalization. Ancillary devices include a penumbra bmx sheath, navien 5f 115cm guide catheter, and phenom 027 160cm microcatheter. Additional information was received that clarified that the "pipeline was remodeled" meant the stent fitted and ended up becoming short in the neck of the aneurysm. It was noted that the cause of the pipeline remodeling was when capturing the distal part of the delivery system, the microcatheter ended up pushing the stent. The cause of the pipeline failure to open was after all the maneuvers and repositioning, not a single portion was opened and it was not possible to clarify what could have occurred. The procedure was completed by placing another pipeline and phenom and it was then possible to correct the aneurysm. Additional information received reported there was no friction or difficulty during delivery or positioning of the pipeline that resulted in the treatment. The retreatment was required due to remodeling of the aneurysm from accommodation of the stent after implant. On the day of the initial pipeline implantation procedure, the pipeline had been well positioned. The doctor did consider it possible that when retrieving the tip coil, it may have pushed the stent slightly. Only one pipeline was in use at the time. The tip of the catheter was not under stress. The catheter was not moved during pipeline deployment. A marksman catheter (lot: 222354875) was used at the time of the foreshortening of the initial stent. There was no problem with the phenom microcatheter (lot: 228783155) used in the retreatment procedure.